Event description:
During the permanent implant procedure for an evoke spinal cord stimulation (scs) system, a cerebrospinal fluid (csf) occurred during lead placement. The csf leak was treated and the permanent implant procedure was not completed. The patient is recovering following the reported event.